Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was lefort I and ssro for jaw deformity performed on december 26, 2023. One of the four screws could not be grasped at all with a screwdriver. A new screw was used for surgery. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) matrix lock screw ã¸1.85 self-tap l6 tan this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was lefort I and ssro for jaw deformity performed on (B)(6), 2023. One of the four screws could not be grasped at all with a screwdriver. A new screw was used for surgery. The surgery was completed successfully within 30 minutes delay. There were no patient consequences. This report is for one (1) matrix lock screw ã¸1.85 self-tap l6 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the physical received device to the manufacturer jabil monument which conducted a visual inspection. The following investigation was performed by the manufacturer jabil monument. The cross slot on the screw head is deformed. The nonconforming part has a deformed cross slot on the head of the screw, and the complaint regarding the deformation is confirmed. It was determined that the defect is a result of the pickoff tension on the collet being set incorrectly (not tight enough) and was not detected during inspection. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the matrix lock screw ã¸1.85 self-tap l6 tan would contribute to the complained device issue. A product issue was identified during the investigation of the sample received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): product code: : 04.511.636.04s. Lot number : 201l664. Release to warehouse date : 13.jul.2023. Expiration date : 01.jul.2033. Supplier: (B)(4). Manufacturing site: werk selzach. Corrected data: b5: event description updated. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the device had the head and the threads of the screws appear to be worn indicating that the parts were handled multiple times and/or rubbed off against other surface. No other issues were identified. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed for the device since it was not applicable. The overall complaint was confirmed as the observed condition of the matrix lock screw ã¸1.85 self-tap l6 tan would have contributed to the complained issue. ¿based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed? Reviewed dimensional inspection: n/a. Device history product code: : 04.511.636.04s lot number : 201l664 release to warehouse date : 13.jul.2023 expiration date : 01.jul.2033 supplier: (B)(4), manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.